Event description:
It was reported by the healthcare professional (hcp) that the battery of this implantable cardioverter defibrillator (ICD) decreased from 10 months to 3 months in a span of 2 months. Technical services (ts) assessed and indicated that the power consumption measured at 34 microwatts, with no recent atrial fibrillation (af) episodes, capacitor reforms, excessive interrogations, or active advisories. A request was made to have data from this device analyzed. Data analysis confirmed that the device showed no low voltage fault, but depletion pattern matched the 2013 lv capacitors advisory. The battery voltage was 2.910 volts with therapy unaffected. The battery status indicators were inaccurate due to undetected energy loss. The device malfunction confirmed; replacement and return for analysis was recommended. The daily power fluctuations were steady, with sufficient reserve for 90 days before reassessment or replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that the battery of this implantable cardioverter defibrillator (ICD) decreased from 10 months to 3 months in a span of 2 months. Technical services (ts) assessed and indicated that the power consumption measured at 34 microwatts, with no recent atrial fibrillation (af) episodes, capacitor reforms, excessive interrogations, or active advisories. A request was made to have data from this device analyzed. Data analysis confirmed that the device showed no low voltage fault, but depletion pattern matched the 2013 lv capacitors advisory. The battery voltage was 2.910 volts with therapy unaffected. The battery status indicators were inaccurate due to undetected energy loss. The device malfunction confirmed; replacement and return for analysis was recommended. The daily power fluctuations were steady, with sufficient reserve for 90 days before reassessment or replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device memory was reviewed and no error codes were noted. The review of the device memory log showed a battery voltage greater than 2.7 volts with normal power usage while implanted, and all programmed therapies remained available during that time. Evaluation of the battery depletion curves demonstrated no evidence of intermittency or device faults, findings that are consistent with normal battery depletion.